Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when performing install, the cardiosave intra-aortic balloon pump (iabp) units safety disk is leaking, safety disk was replaced and problem was solved.

Manufacturer narrative:
A getinge field service engineer evaluated .replaced safety disk (d202-00-0140) on unit. Functional check according factory specifications machine ready for sending out to customer. The defective components were received for further investigation. The failure analysis and testing department received a safety disk with a reported the fails safety disk leak test. Performed visual inspection of safety disk per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the safety disk into failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the safety disk in accordance with procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem. Found that during the all manifold test the safety disk failed the leak, fill valve and membrane status test with the results of 7 mmhg, factory specification is +/- 6mmhg., looks like is a leak in the safety disk. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the safety disk in the failure analysis and testing department per procedure 0002-07-d008 rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that when performing installation, the cardiosave intra-aortic balloon pump (iabp) units safety disk is leaking, safety disk was replaced and problem was solved.there was no patient involvement.